Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had her whole system replaced because there was a lead in the wrong place and it was causing her "major pain." Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va006vr, implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).